Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor gold. Motor passed motor test. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Insulin pump will be returned without the battery. Insulin pump will be replaced. No additional information provided.